Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation. Visual inspection of the returned platform was performed, front and bottom covers were noted to be cracked. The autopulse platform is a reusable device and was manufactured on 01/07/2016. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. No issue was noted with the lcd reading and lcd backlight was also confirmed to be functional. The archive review was performed, and user advisory (ua) 16 (time out during take up) was noticed upon powering on the device which is unrelated to the reported complaint. In summary issue with lcd was not confirmed, however device having internal blood/fluid contamination was confirmed. There were traces of corrosion and fluid damage to the metallized coating surface of the autopulse blue (top) cover. It is possible that blood and bodily fluids may have come in through the ventilation grille and spread throughout the interior of the autopulse and corroded/rusted the channel, the encoder and the drive train motor. This damage caused the encoder shaft to be jammed and drive train motor to be unable to rotate during take-up leading to ua 16.

Event description:
It was reported that on (B)(6) 2016, the autopulse platform (s/n (B)(4)) was used on a trauma call. The reporter indicated that there were no issues with the device during shift check. At the time of the event, it was reported that when the device was powered on, the display screen was blank. Additionally, the band clip could not be removed. The reporter had indicated that the device was contaminated with blood and that blood had gone into the platform. The responding crew reportedly cleaned and dried the device multiple times, without success. Manual CPR was not performed. No information was provided on how the treatment was continued.